Event description:
Patient underwent a mitral valve replacement and coronary bypass. They had to return to surgery for removal of swanz-ganz catheter. It was discovered during surgery that the catheter had been sutured to the atrium with a repair stitch placed near the insertion site of ivc, and near the left atrial suture line. This stitch was removed with both of its teflon pledgets, with a very small amount of dark red blood bleeding from the area. The swan-ganz catheter was easily removed with results as noted. A pericardial pledgeted stitch was then placed to replace the small venous bleeder in the ivc. This resulted in good hemostasis. The chest, and right and left pleura, were then irrigated with 4 liters of warm normal saline. Adequate hemostatsis was obtained in the operative field. A chest tube was placed and chest closed. Patient taken to recovery in stable condition.